Manufacturer narrative:
Device was returned for pump error 54 and pump error 3. History file analysis confirmed pump error 54 and pump error 3 due to software error. Device passed the displacement test, sleep current measurement, active current measurement and self test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No power error 25, unexpected low battery alert, unexpected power loss alarm, unexpected replace battery alert, or replace battery now alarm noted in the device trace download. No detached or missing retainer noted. However, the customer applied adhesive to the retainer and reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir ring was broken and had multiple pump error alarm. The customer stated that the reservoir did not lock into place. Customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump does not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.